Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 442 mg/dl. The customer expressed dry mouth and being tired as symptoms related to the high blood glucose. The customer treated the high blood glucose with a manual injection. While troubleshooting, the customer stated the drive support cap appeared normal and that the insulin pump passed the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised to follow up with her healthcare provider regarding the unexplained high blood glucose. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.